Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-product analysis: the device was returned and evaluated by product analysis on 08/01/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a high blood glucose (bg) alert occurred on (B)(6) 2016. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. A test continuous glucose monitor (cgm) sensor/transmitter successfully paired with the pump and was able to calibrate appropriately. Conditions were simulated that exceeded the high bg alert setting threshold; the pump appropriately alerted for a high bg. No damage or defect was found to the audio and vibratory alert components or the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05/17/2016, the reporter contacted animas alleging the patient's blood glucose (bg) on (B)(6) 2016 was 30 mmol/l with headache. The reporter noted the patient is not receiving audio alerts when they are running a high or low bg. It was reported the alerts on the pump are set to loud. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, it was unknown whether the patient take any medication containing acetaminophen or paracetamol at the time of the event, and unknown whether the user getting continuous glucose monitoring (cgm) bg readings prior to the event? This complaint is being reported because the reported health event was attributed to a pump cgm feature malfunction, although the user guide instructs the patient not to make treatment decisions off cgm readings and to check their bg regularly with a bg meter.